Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited loss of capture and extra cardiac stimulation. The rv lead was capped on (B)(6) 2026 and a leadless pacemaker was implanted. The patient was in stable condition.